Manufacturer narrative:
(B)(4) date sent: 2/5/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide device details lot#/batch# for second stapler 'the firing stopped mid way through", was the firing sequences started? If yes, was the firing sequence completed? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a98p2e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Anvil of 3000 bowed in the middle of jaw during a wedge resection. Really challenging lung paranchyma. Fired blue first and everything was fine, second firing was another blue but although it fired all the way through it made a cracking sound and upon removing the load scrub nurse noticed the 'bow' in the anvil so we opened a second stapler and used a green load. The firing stopped mid way through and wouldn't advance. We used the home button to return the knife and opened the stapler. When unloading the anvil had cracked/bowed even more than the first time. I offered a black reload but surgeon decided to use endo gia to finish. Was there any reported patient or user harm? No was there a significant delay? No if available, provide the product order number (po). Unknown do you need product packaging to send the product back? Yes would you like a return label at the end of this process? Yes this parcel contains biohazardous materials and/or materials used during a medical procedure. Yes

Manufacturer narrative:
(B)(4). Date sent 3/2/2026. D4 batch #a98l6k. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil knife slot damaged, and with no reload present. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. Additionally, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. No functional test was performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, photo was provided and they showed a shipping box. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98l6k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.